Manufacturer narrative:
(B)(4). The product is not available for return; therefore, it is not possible to evaluate product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. No further action is required. At this time this complaint is considered to be closed.

Event description:
As reported by the rep, the hospital is unhappy with the bipolar cord sets, specifically that the tubing is to stiff and it won't stay connected. No adverse consequences to patients reported.